Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 30-year-old female patient who had essure (batch no. A14899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroids and pelvic adhesions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems - conditions: depression") and dysmenorrhoea ("dysmenorrhea (cramping)"), 11 days after insertion of essure. In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems - conditions: mental anguish"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with paracetamol (acetaminophen) and surgery (dialation and curretage). Essure treatment was not changed. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she is planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Healthcare provider result: the essure procedure was successful, patient tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. A14899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroids and pelvic adhesions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems - conditions: depression") and dysmenorrhoea ("dysmenorrhea (cramping)"), 11 days after insertion of essure. In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems - conditions: mental anguish"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with paracetamol (acetaminophen) and surgery (dilatation and curettage). Essure treatment was not changed. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she is planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Healthcare provider result: the essure procedure was successful, patient tubes were blocked. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: menorrhagia, dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on 08-apr-2020: pfs received: case became incident (surgery added). Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.